Event description:
It was reported that during a da vinci-assisted surgical procedure, the scissor tip cover were coming off. The doctor noticed it coming off during their cases and were unsure of the cause. This issue had happened in 4 or 5 cases. There was no issues with the tip covers falling into the patient, but only during the procedure. The issue could be related to electrolube but are unsure. The procedure was completing as planned with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.